Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was in a chair watching television when he lost consciousness. He was found by his spouse who attempted to administer sweets orally, but the patient was unable to ingest them. His spouse called emergency medical services (ems) and the patient¿s bg per ems was 20 mg/dl while his cgm displayed 260 mg/dl. The patient was treated with unspecified IV fluids and recovered at home. The patient was not transported to the hospital. At the time of the report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.